Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer inadvertently initiated a bolus they didn't need which subsequently decreased their bg level. Reportedly, customer attempted to self-treat by consuming carbohydrates however; was treated intravenously with IV fluids of saline and insulin at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.